Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by the facility). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was thrombus occurred. It was reported that faradrive steerable sheath was selected for a pulmonary vein isolation with pulse field ablation (pfa) procedure. During procedure, it was unable to pass the non-boston scientific wire through. Upon removing the faradrive sheath, a big clot was found. Physician did not feel comfortable to use it in left atrium. The procedure was completed by using different device, same model. No hospitalization, no medical intervention required during procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by the facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem.

Event description:
It was thrombus occurred. It was reported that faradrive steerable sheath was selected for a pulmonary vein isolation with pulse field ablation (pfa) procedure. During procedure, it was unable to pass the non-boston scientific wire through. Upon removing the faradrive sheath, a big clot was found. Physician did not feel comfortable to use it in left atrium. The procedure was completed by using different device, same model. No hospitalization, no medical intervention required during procedure. It was further reported that the non-boston scientific wire was used with faradrive sheath. There was a huge clot inside the sheath, that was inside the left atrium, and the physician did not feel comfortable reusing the sheath or the wire. There was no malfunction reported.